Event description:
User received questionable ise results for one patient sample. The potassium results for this patient were discrepant. The initial potassium result was 5.0 mmol/l. The same sample was repeated, giving a result of 4.1 mmol/l. No results were reported outside of the laboratory. The patient was not affected. The potassium electrode lot number was not provided. The field service representative could not determine a cause or reproduce the issue. He checked analyzer operation, ran performance tests, and replaced multiple parts of the ise system. To verify analyzer performance, he ran a pipette throughput check, (B) (4) study, and patient samples with acceptable results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.